Manufacturer narrative:
The lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported dilator break and split issues. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model hlo51035f thin-walled guiding sheath allegedly experienced sheath dilator broke and the distal tip split. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.